Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope exhibited an error 315, this issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.